Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead exhibited noise. The patient experienced intermittent diaphragmatic stimulation. The device was reprogrammed to lower output and the patient was sent for lead extraction. The lead was capped and replaced on (B)(6) 2017. No additional information was reported.